Event description:
It was reported that cadd legacy pump displayed error code during testing. No patient injury was reported.

Manufacturer narrative:
The device was returned and visual inspection revealed housing missing 3 screws and labels removed. The reported event was confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The device was powered up and alarmed ec "1210" error code message on pump up when batteries are inserted during the investigation. Found 1260 error code message in the pump's event history logs. Possible customer damaged due to missing all back label and broken the three screws of front housing's inside stand poles. Recommend a microprocessor unit board to be replaced.